Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level requiring unspecified assistance from emergency medical technician (emt) services. Bg level was not provided. Cause of low was unclear. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.